Event description:
During an in clinic follow up, the device was unable to be interrogated using inductive telemetry. A magnet rate of 88bpm was shown, which was appropriate for the patient. Technical support was contacted and an increased battery impedance was observed. Technical support was unable to rule out a battery anomaly at this time. A device exchange is anticipated but has not yet been performed. The patient was stable.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.